Manufacturer narrative:
Age at time of event: 18 years or older. A visual and tactile examination of the returned device identified a kink in the distal extrusion at 11cm proximal from the tip. This type of damage is consistent with excessive force having been applied to the shaft. There were no visible tears or holes in the balloon material. The device was attached to an encore inflation unit and during the first attempt to inflate the balloon a pinhole leak was confirmed in the balloon material. The pinhole was located at the proximal edge of the proximal markerband. An examination of the balloon material identified no issues with the balloon which could contribute to the complaint. There were no issues found with the markerbands or the tip section.

Event description:
Reportable based on the product analysis completed on february 8, 2019. It was reported that the balloon failed to inflate. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and moderately tortuous lesion in the left anterior descending artery. The 10mm x 3.0mm wolverine coronary cutting balloon would not inflate. The procedure was successfully completed with a different device without issue or patient injury. However, the returned product analysis revealed a balloon pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on the product analysis completed on february 8, 2019. It was reported that the balloon failed to inflate. A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and moderately tortuous lesion in the left anterior descending artery. The 10mm x 3.0mm wolverine coronary cutting balloon would not inflate. The procedure was successfully completed with a different device without issue or patient injury. However, the returned product analysis revealed a balloon pinhole.